Manufacturer narrative:
This record was converted. Unit passed self test. Unit received with cracked keypad overlay at the center circle button, missing retainer ring, missing reservoir tube o-ring, peeling keypad overlay, scratched case and minor scratched lcd window. (B)(6), (B)(6) 2016. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that a piece of the insulin pump was missing around the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.